Event description:
It was reported that the customer believed that they did not receive the adaptor piece for the purewick accessory tubing. Because the patient had been using it without the piece, they caught a urinary tract infection. Per customer via phone on 10sep2024, it was reported that they inquired about the connector piece between the tubing and device. They stated that they believed it might have caused the patient to have a urinary tract infection because it no longer was able to disconnect to be cleaned. Patient was prescribed antibiotics to treat the urinary tract infection and the infection was currently cured. No other issues were reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿human dependable ". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.